Event description:
The following information was provided: it was reported that the patient's left hip was revised due to eccentric poly wear. Intra-operatively, it was reported that the patient had a 32mm ceramic femoral head inside of a 36d liner, despite the usage from the prior procedure documenting that a 36mm femoral head was implanted in the 36d liner. The head and liner were revised to a 36mm femoral head with a 36d liner. Hospital staff wants to speak to someone at stryker regarding the fact that a 32mm femoral was implanted in a 36d liner and surgeon wants investigation results. Rep will provide all available documentation and images available from the hospital and surgeon.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.